Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of device history records show that lot released with no recorded deviation or anomaly. The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
During total hip arthroplasty performed on december 14, 2011 foreign debris was noted on the porous coating prior to implantation. Another femoral stem was available to complete the procedure.

Manufacturer narrative:
Examination of returned device was inconclusive. The reported condition was not substantiated as evidence of the reported material was not apparent.